Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system experienced a fall and was found on the floor the following day with altered mental status, including disorientation and difficulty responding to questions. As a result, the patient was hospitalized due to a suspected stroke and was reported to require magnetic resonance imaging (MRI); however, it has not been confirmed whether the MRI was performed. Based on the physicians clinical judgment, the devices will be explanted. No further information has been obtained.